Event description:
A home pt's nurse contacted baxter's technical service center for assistance regarding a system error 2240 alarm that appeared on the display of the pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unk reason. Baxter's technical servcie center assisted in the home pt's nurse in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.